Event description:
It was reported by a nurse that a vns patient was scheduled to see the surgeon for repositioning of her vns device as it was causing pain. At the moment good faith attempts to obtain additional information from the surgeon have been unsuccessful to date.